Event description:
Additional information was received, reporting that the etiology was possibly related to the implant procedure.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, lot#: va2lunm, implanted: (B)(6) 2022, product type: lead, product ID: 3387-40, lot#: va2l1kt, implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that since (B)(6) 2022, the patient has been presenting with asthenia, incoordination, confusion, ataxia and dis orientation. A skull tomography was performed on (B)(6) 2022, which showed the presence of significant vasogenic edema surrounding the left electrode. The etiology was possibly related to the device or therapy. Dexamethasone 6mg was administered intravenously every 8 hours for 3 days. The issue was resolved without sequelae. The event resulted in hospitalization.

Manufacturer narrative:
D10. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.